Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the pin of the patella clamp was broken during using in the op.

Manufacturer narrative:
An event regarding disassociation pin involving a patella assembly instrument was reported. The event was confirmed. Method & results: device evaluation and results: the pin was returned disassociated from the device, no remarkable remarks were noted just wear from use and handling. Medical records received and evaluation: no medical records were provided. Device history review: a review of the device history records could not be performed because this device does not have a lot ID. Complaint history review: could not be performed because the device associated with this event does not contain a lot code. Conclusions: the investigation concluded that the disassociation pin was caused by from use of the device. It's believe that the device was manufacture prior to 1998 as the drawing added marking to the device.; material analysis concluded that a press fit condition was likely achieved on the disassociated pin from the patella assembly instrument. No materials or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that the pin of the patella clamp was broken during using in the op.